Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information received indicated that this lead was dislodged which was confirmed through fluoroscopy. The patient underwent a revision and this lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.